Event description:
It was reported that one day post procedure, the patient suffered a stroke and acute instent thrombosis. No treatment was provided to treat these events. The patient was discharged 15 days post-procedure. No other information was provided.

Event description:
It was reported that one day post procedure the patient suffered a stroke and acute instent thrombosis. No treatment was provided to treat these events. The patient was discharged 15 days post-procedure. No other information was provided.

Manufacturer narrative:
The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Stroke and thrombosis are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.